Manufacturer narrative:
(B)(4). The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a clinic visit, device interrogation revealed that the system controller backup battery was in use 122 times during no external power events. It was suspected that the no external power events may have potentially been caused by the mpu power cord coming loose at the mpu ac power cord connection. A new ac locking mpu power cord was issued to the patient. There was no adverse patient impact as a result of this event.